Event description:
Additional information was received indicating that lead damage was the suspected cause of the loss of capture, p wave amp variation and noise on the right atrial (ra) lead.

Event description:
During a remote follow up, a loss of capture was noted on the right atrial (ra) lead. Technical support was contacted and noted p wave amp variation and noise on the ra lead due to suspected lead damage. Technical support recommended lead replacement to resolve the event, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.